Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review(lot#4081481): 1)the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was 198,000pcs; 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3)the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4)no unqualified, deviation or rework activities in the production process; 5)the septum assembly equipment without abnormal maintenance. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found. 4. Possible causes: 1)after the needle is pierced into the vein, there is blood at the notch of the needle. In the process of needle removal, although the perforation of the septum is closed, the blood drops in the notch will be brought out with the notch. If there is a lot of inertia in the needle removal process, blood drops will be thrown out. 2)if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 20gax1.16in prn/ec slm had leakage with power injector. The following information was provided by the initial reporter translated from chinese to english: (B)(6) 2025 doctor's orders to the patient to do cta examination, need to leave 20-gauge indwelling needle intravenous injection of contrast medium, injection successfully removed the core of the needle from the white isolation plug after the blood seepage, immediately given to the removal, re-puncture, resulting in repeated puncture, increasing the patient's pain.